Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The peritonitis was manifested by cloudy effluent, diarrhea, bacterial translocation, malaise and turbid urine. It was not reported if the patient was hospitalized for the peritonitis event. Five days after event onset, the patient began treatment (at home) with intraperitoneal (ip) amikacin (150mg daily, duration not reported) and ip vancomycin (every five days, for 20 days, dose not reported) for the peritonitis. Dianeal therapy was ongoing. Twenty days after the start of antibiotics, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.